Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine 16mg/ml at 4.8 mg/day via an implantable pump for spinal pain. The event date was (B)(6) 2015. It was reported the patient experienced skin breakdown over the pump. No symptoms were reported. On (B)(6) 2015 a pump revision was done and the pump was moved to a different location and a catheter was added. The issue was discovered during the case. During surgery the physician removed the pump and skin deterioration was noted therefore the pump was moved to a different location. The patient was doing well to date. A follow-up report will be sent if additional information becomes available.